Event description:
It was reported that a perforation occurred. In (B)(6) 1998, a greenfield vena cava filter was placed under direct fluoroscopic guidance and deployed in a straight fashion. The patient tolerated the procedure well. In (B)(6) 2019, computed tomography (CT) revealed the legs of the filter extended beyond the vena cava wall.